Event description:
Information was received from a consumer on 20-(B)(6) 2016 regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported there was no stimulation. The patient noted that she stopped feeling stimulation and was now charging, but she did not see the lightning bolt. The patient noted that she would charge the implantable neurostimulator (ins) and then try to turn stimulation back on. The change in therapy was noted to have been sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.